Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer was unsure whether the pump supplies in use during the occlusion alarm were damaged. Additionally, it was reported the customer was taken to the intensive care unit (ICU) due to a blood glucose (bg) level of 600-700 mg/dl and diabetic ketoacidosis. The customer was unsure whether the bg level was caused by the occlusion alarm or a thyroid issue they were experiencing. While in the hospital, the customer received treatment in the form of insulin, potassium, magnesium and fluids. The customer was released from the hospital on (B)(6) 2017.